Manufacturer narrative:
(B)(4). Date sent: 9/9/2021. Additional information. This is an analysis for a vasecr35 submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the first photo shows a reload (code vasecr35 )from top view fully fired with a b-formed staple on the reload deck. Also shows several b-formed staples on a gauze. The second photo shows a reload (code vasecr35 ) from top view fully fired with the drivers up. However, some drivers the proximal right hand side don't protrude out as the others do. Also shows several staples b-formed on a gauze. Based on the pictures provided the event described could not be confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Batch #: unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the pvs stapler was used as normal and loaded correctly by scrub nurse, the first firing was used on the artery and worked well, the second firing on the vein appeared to be fine initially but then it was identified there was a very slow small bleed. No adverse effect to the patient, surgical was used in the first instance due to the hemostatic agent, it then continued to bleed a little therefore surgiflow hemostatic matrix with thrombin was used. A drain was placed and will be removed after 24 hours. The surgeon did mention the vein was very thin. The cartridges were reviewed and it looks like the staples were not pushed out by the drivers correctly on the proximal right hand side. The drivers are still flat and don¿t protrude out as the others do. The staples in the picture are from this area.